Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: pull off suture needle. This case is from health authority. In the delivery room, during the process of suturing the patient's perineum, the problem of pulling off suture needle happened, and the suture was immediately replaced. Event date should be may 26, 2026.

Event description:
It was reported that a patient underwent a perineal lateral incision and suture surgery on (B)(6) 2026 and suture was used. During the procedure in the delivery room, the problem of pulling off suture needle occurred when sewing the perineum. The needle did not fell into the patient. The suture was immediately replaced. There were no adverse patient consequences reported. No additional information could be provided.